Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient stated that they received an alert from the cgm for a low bg reading. The patient ate some food, drank orange juice, and gave himself 1 unit of humalog insulin. The patient became agitated and incoherent within 45 minutes. The patient's parents called the paramedics who arrived an hour after the bg reading. The paramedics gave the patient an IV and he did not go to hospital. After the IV was administered the patient was fine and coherent. Additionally, the patient reported a cgm reading of 65mg.dl compared to a bg meter reading of 41mg/dl. It was stated that the inaccurate cgm value caused a delayed reaction in dosing, resulting in the paramedics being called. No additional event or patient information was provided. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again.